Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, upon squeezing the handle, the blade would not advance out of the blade housing. A second device was opened and used to complete the case. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4) - blade will not advance. The actual device involved in this event was returned for eval. The blade did not advance or rotate during the eval. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.